Event description:
The customer reported being in the hospital due to high blood glucose of over 1000mg/dl. The caller stated that he was working outside mowing, and he felt exhausted when he woke up. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The customer mentioned that his blood glucose meter reads. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.